Event description:
Voluntary medwatch received states that the patient's implantable cardiac monitor (icm) was not working. No interventions were performed and the patient's condition was unknown.

Manufacturer narrative:
Correction: the serial number in section d4 should have been left blank, rather than entered as '(B)(4).